Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that brand new foley catheter was placed and right away it started leaking. Needed a new insertion foley.

Manufacturer narrative:
The reported event was unconfirmed. Visual evaluation of the returned sample noted one unopened (with original packaging) foley catheter with syringe attached to the urine meter bag. Visual inspection of the sample noted that the drainage leg bag was filled with water with no leakage. Using the return syringe the catheter balloon was inflated with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and no leakage observed. The catheter eyelet was measured 0.1880 in and 0.1610 in. The reported failure could not be replicated. The reported event is unconfirmed, a labeling review is not required. A device history record review was not required as the investigation was unconfirmed. The investigation is concluded, and no additional action is required at this time. Correction: d,e,h UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that brand new foley catheter was placed and right away it started leaking. Needed a new insertion foley.